Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that the circumstances that led to difficulty charging the implant, took forever to charge ins was recharger cord being bad. Patient confirmed that the replacement recharger works better now.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt (serial: (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. V the reason for call was off and on for 6 to 8 months the pt had problems recharging the ins. The pt notified a rep about it who said something to do to work but it did not. The pts ins battery was taking forever to recharge and last night it was difficult to get a good quality since it kept saying to reposition, the pt never got excellent. The pt then got a code last night of rm06. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The controller battery was at 70% and the ins was in the red. Pt will monitor ins charging issues and call back if needed.

Event description:
Additional information pt called back stating that they were getting system problem rm06 before when recharging the ins. Pt stated that the equipment had worked for a little bit after they had last called, however two days ago they moved the recharger wire going into the paddle when recharging the ins and everything went black and quit working. A replacement was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.